Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys tsh assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial tsh result was 0.026 uiu/ml. The sample was repeated and the result was within the normal reference range. The exact result was not provided. The tsh reference range is 0.27 - 4.2 uiu/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.